Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8840, product type: programmer, physician.

Event description:
Information was received from a healthcare professional via company representative regarding a patient who 3 months ago was receiving morphine (.4 mg/ml at .4 mg/day) via an implanted pump; beginning 1.5 months ago the pump was delivering morphine (.2 mg/ml at .2 mg/day). On (B)(6) 2016 it was reported that the patient's pump was refilled every 45 days. Per the reporter, the doctor performed a bridge bolus recently and it was still running because the patient was getting an 8503 (physician bolus in progress) message on their ptm (personal therapy manager). Per the reporter, the bridge was likely unnecessary as the drug had actually been changed at the prior refill (1.5 months ago), but it was never entered into the programmer that it was changed at that time. It was reviewed that because the flow rates matched, the patient would be getting the correct dose even though the programming was wrong. The doctor wanted the patient to be able to use the ptm as soon as possible, so they would see the patient in the office tomorrow. The patient had no known symptoms related to the event.